Event description:
It was reported that during an induction delivery, alarms were not generated for fetal decelerations. It turned out that the urgent c-section was performed due to fetal decelerations and not the monitor behavior. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The complaint was escalated for technical investigation and the results indicated that the issue for the case was the monitor alarm configuration was set to split latching, where visual alarms would stay on the banner of monitor, but not audible alarms. The visual alarm would remain on the monitor (latched), so any other alarms would not be generated until the visual alarm was acknowledged by the user; therefore, after the first alarm, no other alarms would occur. The device operated as configured. The reported issue was caused by a configuration / user issue. It was confirmed that the urgent c-section was performed due to fetal decelerations and not the monitor behavior. Based on the information, the avalon fm30 fetal monitor did not cause or contribute to the event. The device was working as intended. Based on the information available and the testing conducted, the cause of the reported problem was due to the monitor alarm configuration was set to split latching. Analysis was performed and investigation has been completed. The device operated as configured. The reported issue was caused by a configuration / user issue. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during an induction delivery, alarms were not generated for fetal decelerations, which almost led to a c-section to be urgently performed. The device was in use on a patient. There was a report of patient or user harm.